Event description:
On 3/1/2022, it was reported by a sales representative via email that an ar-3636h self bunching knotless hip fibertak fork like tip broke inside the patients bone. Surgeon spent an extra 10 minutes taking curettes and drilling around the inserter to wallow out the pilot hole and retrieve the inserter tip. This was discovered during a procedure. Additional information received on 3/10/2022: sales representative has confirm that additional anesthesia had to be administered to the patient due to the 10 extra minutes spent in order to retrieve the fibertak fork like tip that broke. This was during a hip labral reconstruction procedure on (B)(6) 2022. Case was completed using another ar-3636h from lot number 14867877.

Manufacturer narrative:
The complaint is not confirmed per the vendor evaluation. Unit passed all tests, no functional discrepancies were observed.